Event description:
It was reported that bd veo¿ insulin syringes with bd ultra-fine¿ 6mm x 31g needle had scale marking issues, the plunger was difficult to move, and the plunger was loose. The following information was provided by the initial reporter: it was reported that scale print missing from one syringe. Also reported sometimes the plunger rod is loose and sometimes the plunger rod is difficult to move. Verbatim: consumer reported scale print missing from one syringe. Consumer also reported that sometimes the plunger rod is loose and sometimes it is difficult to move (tight).

Manufacturer narrative:
Date of event: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A complaint lot history check was performed on lot # 0300058 for scale marking missing. A complaint lot history check was performed on lot # 0300058 for plunger rod loose. A complaint lot history check was performed on lot # 0300058 for plunger rod difficult to move. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.